Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer sometimes uses cold insulin, tandem technical support educated the customer to use room temperature insulin. The customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.